Event description:
It was reported that during a moderately tortuous, proximal right coronary artery procedure, a xience prime rx stent delivery system was successfully implanted and then, during post dilatation the 3.5 x 12 mm nc trek rx failed to inflate and expand the stent fully. Another same sized nc trek was used for routine post dilatation to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.